Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-04224 / 04226).

Event description:
During an initial left hip arthroplasty, the acetabular cup was impacted and subsequently removed as it was found to be loose. Another cup of a larger size was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: concomitant products ¿ m2a magnum modular head p/n 157450 l/n unknown; m2a magnum pf cup p/n us157860 l/n 033780; taperloc por femoral p/n 103205 l/n 527470. Reported event was can confirmed via operative notes received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to improper remaining that deviated from the recommended surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.